Manufacturer narrative:
Updated to reflect the correction of adding the phrase "the cause of the motor stall was unknown" which appeared in the original source document but was not captured in the initial regulatory report. Updated to reflect the correction that references laboratory data as "an MRI in (B)(6)". Updated to reflect the correction of device code c62859 removed and c63067 added as the patient's pump recovered. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving 50 mg/ml of morphine at 6.203 mg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump motor had stalled. During a pump refill procedure on (B)(6) 2017, it was reported that the patient's pump had been stalled on (B)(6) 2017, had reached tube set on (B)(6) 2017, and recovered during pump re-interrogation and programming on (B)(6) 2017. The reason for the motor stall was unknown. The patient had not recently had an MRI. The patient had last had an MRI in november and the pump was last refilled in december. There was no volume discrepancy noted on (B)(6) 2017, no symptoms or therapy complaints, or alarms reported. The patient confirmed that they could hear a pump alarm when tested. The pump had been implanted since 2011 and was set to be replaced soon. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving 50 mg/ml of morphine at 6.203 mg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump motor had stalled. During a pump refill procedure on (B)(6) 2017, it was reported that the patient's pump had been stalled on (B)(6) 2017, had reached tube set on (B)(6) 2017, and recovered during pump re-interrogation and programming on (B)(6) 2017. The patient had not recently had an MRI. The patient had last had an MRI in (B)(6) and the pump was last refilled in (B)(6). There was no volume discrepancy noted on (B)(6) 2017, no symptoms or therapy complaints, or alarms reported. The patient confirmed that they could hear a pump alarm when tested. The pump had been implanted since 2011 and was set to be replaced soon. No symptoms were reported. No further complications were reported.